Manufacturer narrative:
Orantech's spo2 sensors are rx only,labeled for hospital use by trained healthcare professionals only. This event occurred in a home setting with an unidentified operator,constituting off-label misuse. A comprehensive search of our u.s. Complaint database found no similar events. Inquiry to FDA MDR helpdesk confirmed no additional device/reporter info available. Compatibility testing ongoing. Supplement MDR will be filed if new information is obtained.

Event description:
Intermittent spo2 signal dropout, inability to obtain valid readings, falsely low spo2 values occurred when an unidentified third-party bedside spo2 monitor was used with an pediatric spo2 sensor. No patient symptoms reported.